Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was above 600 mg/dl and other relevant blood glucose level was 600 mg/dl. Customer stated that the infusion set cannula was bent. Customer stated that they used bolus but it was not recorded in the insulin pump. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.